Event description:
According to the reporter, the videolaryngoscope had no display before use. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and four photos were available for evaluation. Visual inspection of the unit found the display had separated from the housing at the top right corner of the display. A test battery was installed. The device was powered on, the device led powered on but the display did not. The device did not progress through ingress testing due to the apparent seal failure at the display. Further inspection of the unit found a damaged inductor l4 on the lcd pcb. It was reported that the video laryngoscope had no display before use. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.